Event description:
Patient with a unicondylar knee implant had pain in the knee. Revision surgery occurred to remove osteophytes and exchange the poly insert.

Manufacturer narrative:
Patient with a unicondylar knee implant had pain in the knee. Revision surgery occurred to remove osteophytes and exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.